Manufacturer narrative:
Date of event - aware date used as event date is unknown.

Event description:
It was reported via social media that blood loss occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Per report, that patient had bleeding complications. No additional information is known at this time.